Event description:
It was reported by the affiliate that the (1) tsb45 device was used on a rectum procedure. It was reported that the device cut, but did not release the staples. The case was completed with another instrument and there was no consequence to the patient.